Event description:
It was reported the right ventricular (rv) lead exhibited high impedance on the low-voltage portion of the lead, high thresholds and a possible fracture. The low-voltage portion of the rv lead was inactivated and replaced and the high-voltage coils of the lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).